Event description:
The pt was hospitalized on (B)(6) 2014 and passed away on (B)(6) 2014. The pt started using the liberty products on (B)(6) 2014. During hospitalization, the pt was also using liberty products. Hcp does not know the pt's cause of death and also, does not know if the pt was being treated at the time of death with fresenius machine because the pt was in the hosp when he passed.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.